Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 18th, the user contacted dario to report high blood glucose (bg) readings. The user reported he received from his dario meter high bg readings and a message saying he needs to contact his physician. Due to the high readings and the message above, the user went to his doctor where his bg level was tested with the doctor's meter and was found to read 135 mg/dl compared to readings in the 550 mg/dl range on the user's dario meter. The user also reported taking a bg reading with his non-dario meter and it read 130 mg/dl.